Event description:
The patient received two occipital (off-label) leads with the same lot number. It was reported the patient was not receiving effective left side stimulation. Reprogramming was unsuccessful. Diagnostics indicated invalid impedances on the left lead. X-rays will be taken and a surgical consult is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.